Event description:
A report from the USA was received with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) printed circuit board (pcb) and covidien customer service engineer (cse) will upload the operational software. (B)(4).